Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant in the sheath and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks to the sheath. There was tip damage and striations on the inner sheath at the distal end. The implant was deployed and inspected. There was no damage to the implant. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported foreign material.

Event description:
It was reported that foreign material was present in the device. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm device was deployed once successfully. Post deployment an object was seen in the left atrium via intracardiac echo (ice), and a clot was suspected. The device was re-sheathed slowly and the object was able to be successfully aspirated into the double curve was. Upon inspection it was discovered that the object was not a clot, but instead it appeared to be a string of some sort. Both the was and 27mm device were removed from the patent. The case continued with a second was and new 27mm device. The device was successfully deployed with no partial recaptures needed. There was no patient complications in relation to this event.

Event description:
It was reported that foreign material was present in the device. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm device was deployed once successfully. Post deployment an object was seen in the left atrium via intracardiac echo (ice), and a clot was suspected. The device was re-sheathed slowly and the object was able to be successfully aspirated into the double curve was. Upon inspection it was discovered that the object was not a clot, but instead it appeared to be a string of some sort. Both the was and 27mm device were removed from the patent. The case continued with a second was and new 27mm device. The device was successfully deployed with no partial recaptures needed. There was no patient complications in relation to this event.